Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple error alarms. It was also reported that drive support cap was normal and insulin pump was exposed to CT scan. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The p-cap or reservoir locked in place properly during testing. Device passed the rewind, basic occlusion test, occlusion test, prime/a33 test, self test, a21 error test, excessive no delivery test and displacement test. No motor error alarms or e70 errors noted. The motor was tested outside the device and passed. No a17 or a21 errors alarms were noted.